Event description:
It was reported that as the catheter was advanced over the guide wire, resistance was encountered between the devices outside of the pt and an attempt was made to withdraw the catheter backwards over the guide wire (contrary to IFU). During removal, it was noted that the tip of the catheter had separated and remained on the guide wire. The separated tip was removed from the guide wire and another catheter was successfully used. This report is being filed based the investigation results.